Event description:
An issue was reported where the pump intermittently failed to connect to the charger when plugged in, requiring repeated attempts for successful connection. There was no reported impact to the customer¿s blood glucose level. Follow-up was declined, and no further actions were required as no additional information was provided.